Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that " staff states that on the (B)(6) 2024 the patient had an arterial line on the left radial artery, on assessment the nurse and the dr reported limb ischemia, this presented as a reddish/blackish discoloration. Circulation checks done as per protocol. Arterial line recited on rt radial artery on (B)(6) 2024 the arterial line was recited on the (B)(6) 2024 reported to have reddish discoloration and swelling. Line removed. There were no signs of damage to the catheter. There was no reported emergency medical treatment other than catheter removed." Associated complaints 3006425876-2024-00819.

Event description:
It was reported that " staff states that on the (B)(6) 2024 the patient had an arterial line on the left radial artery, on assessment the nurse and the dr reported limb ischemia, this presented as a reddish/blackish discoloration. Circulation checks done as per protocol. Arterial line recited on rt radial artery on (B)(6) 2024 the arterial line was recited on the (B)(6) 2024 reported to have reddish discoloration and swelling. Line removed. There were no signs of damage to the catheter. There was no reported emergency medical treatment other than catheter removed." Associated complaints 3006425876-2024-00819 and 3006425876-2024-00817.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.